Event description:
A nurse reported a pt was to have the essure (fallopian tube occlusion insert) inserted for birth control on (B)(6) 2013. She reported the device, when ready to release, was locking and did not release. Then, the device broke into pieces inside the pt and the physician had to go and rip the pieces out of cervix.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.